Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is reportedly affected. No accident or trauma nor degradation of health is reported. Reimplantation has been decided but not scheduled.

Manufacturer narrative:
According to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Additionally one channel was deactivated due to being extra-cochlear. A full insertion is reported at the time of implantation. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's hearing performance with the device was reportedly affected. No accident or trauma nor degradation of health is reported. Reimplantation has been considered but not scheduled.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Additionally one channel was deactivated due to being extra-cochlear. A full insertion was reported at the time of implantation. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient's hearing performance with the device was reportedly affected.no accident or trauma nor degradation of health is reported. The recipient has been reimplanted.